Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer did not hold a button down for 3 minutes or longer. Blood glucose value was 14.2 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had all buttons functioning properly during testing however, moisture damage was found on keypad traces during visual inspection. No button error alarm during testing. The devise was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and stained end cap sticker.